Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in a different position than desired, although: there is no indication of a systematic error or malfunction of the brainlab device (navigation), corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place; the surgeon performed the correction of the pedicle screw positions during the same surgery; according to the surgeon the final outcome of the surgery is good and there were no negative clinical effects to the patient. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the root cause for the undesirable screw positions is a combination of the following contributing factors: the navigation reference array was placed less than ideal and was not sufficiently fixated to a rigid bone structure as required; there was a possible relative movement of l4 and l5 (reference array placed on l5); the operating room setup was less than ideal for visibility of the reference arry to the navigation; there is no indication of the systematic error or malfunction of the brainlab device (navigation); corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer, that the reference array must be tightly attached to a rigid (bone) structure, and the bone structure operated on must be rigidly connected; the operating room setup must allow good visibility of references to the navigation.

Event description:
An open surgery on the spine for l4-l5 fixation was performed with the air of the virtual display by the brainlab navigation. During the procedure the surgeon: attached the navigation reference array to l5; verified and accepted the registration of the actual patient anatomy to the navigation (to the CT scan imported into and used by the navigation. Laminectomy was not performed before registration; verified navigation accuracy with the pointer and determined directions for instruments for screw placement; used a calibrated (navigated) probe and a hammer to create holes in the pedicles for screw placements, threaded them with a calibrated (navigated) tap and placed the pedicle screws with a calibrated (navigated) screwdriver; performed a verification scan and determined that 3 out of 4 screws were not placed as desired: the 2 l4 screws were placed too far lateral, the left l5 screw was placed too far caudal (outside the pedicle); decided to correct these pedicle screws during the same surgery; the surgeon performed the correction of the pedicle screw positions during the same surgery using a c-arm, without using navigation. According to the surgeon: at the end of the surgery another verification scan was performed showing satisfactory results; the final outcome of the surgery is good; there were no negative clinical effects to the patient; no further remedial actions were necessary, done or planned for the patient.